Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced fatigue during physical exercise, a sensation of pressure in the chest area and increasing muscular stiffness in the cervical spine region. It was also noted that during the stress test, it was observed that after reaching approximately 140 beats per minute (bpm), the heart rate suddenly dropped to around 70 bpm. Reprogramming was done and the device remains in use.

Manufacturer narrative:
Concomitant medical products: 5076 lead implanted (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the patient¿s rate approached the cardiac resynchronization therapy defibrillator (crt-d) programed upper rate limit, the upper limit was not actually reached. As the sensor did not respond as intended, the patient¿s heart rate dropped abruptly causing the patient to feel very unwell during exertion. The crt-d remains in use. No further patient complications have been reported as a result of this event.